Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) examined the system onsite and confirmed that the system does not work. Review of the log files shows collimation and ui devices errors, possible causes can be issues with host pc, network switch, fdcsib, power supply. Upon troubleshooting fse found that the 24vdc power supply was not supplied to the unit. To resolve the issue, fse replaced the pdu fan tray and pdu dc module. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not startup correctly. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the pdu fantray and dcps. The device was returned to expected functionality.